Event description:
This rv lead was impanted on (B)(6) 2014 and remains implanted at this time. A call was placed to technical services on (B)(6) 2016 stating that exhibited pacing impedance going up to 1830 ohms. Last 6 months has started its ascent. Gradual, but was flat line before. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).